Manufacturer narrative:
Findings: pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Time/date function properly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 445 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and the insulin pump passed the test functions. The customer insisted on having their insulin pump replaced. The customer sent their insulin pump back for analysis.